Event description:
Device malfunction: none. Time of symptoms/ae: 5-days after procedure. Symptoms/ae: death. It was reported that 5-days after an uneventful right internal carotid artery stenting procedure, the patient died at home. The patient was not taken to the hospital and the family has not provided any additional information. Additional information has been requested but has not been provided. Study event.

Manufacturer narrative:
The stent remains in the patient, the stent delivery system was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.